Manufacturer narrative:
Tandem's user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 46 mg/dl. Customer addressed bg with glucose tablets. Reportedly, customer miscalculated a bolus correction causing the low bg. Customer's bg increased to 79 mg/dl.